Manufacturer narrative:
The doctor was implanting the cage into l5-s1, and was using a mallet to insert the cage into the disc space. After striking the implant multiple times the cage fractured. He removed the pieces and inserted another cage and started striking it with a mallet and it fractured. The mallet is not included in the instrument set, it is expected that the doctor will use the included inserter. Another cage of the same size was implanted with no complications. There was not a significant delay (more than 20 minutes) in surgical time due to the issue and the patient was not injured as a result of the issue.

Event description:
The doctor was implanting the cage into l5-s1, and was using a mallet to insert the cage into the disc space. After striking the implant multiple times the cage fractured. He removed the pieces and inserted another cage and started striking it with a mallet and it fractured. Another cage of the same size was implanted with no complications. There was not a significant delay (more than 20 minutes) in surgical time due to the issue and the patient was not injured as a result of the issue.